Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. A chest x-ray was obtained and the lead had not changed position. A revision procedure was performed and this rv lead was explanted and discarded. No additional adverse patient effects were reported.